Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl treated with syringe. Customer's blood glucose value was 355 mg/dl at the time of the call. Customer also reported that sensor had inaccurate readings that triggered threshold suspend alarm and had bent sensor. The customer¿s blood glucose was 355 mg/dl and the sensor glucose was 72 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin pump will not to be return for analysis and sensor will be return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.